Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set, printed circuit board, and cable unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer officer (fse) reported on behalf of the customer, the evis exera iii video system center displayed no image on monitor. The fse noted 180 series scope would not work on 190 processor, but 190 series scopes worked. This event occurred during maintenance. There was no report of patient involvement associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. No image on monitor with 150 and 180 series scopes, due to faulty patient board set. In addition, there was a color bar on the monitor with 190 series scope due to a faulty printed circuit board. A b30 (scope communication) error was displayed on monitor due to a faulty cable unit. Keyboard was not working with the processor due to a faulty printed circuit board. Receptacle was found loose. There was dust inside the device. Tracks of flat cables were found rusted. Net spacers on chassis were deformed. One foot on chassis was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.